Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer, preventing the recurrence of the malfunction after the reset. The customer was advised to continue using the pump and to call back if any issues occurred again, which the customer understood.